Event description:
It was reported that the inside of the sterile package of implant torx 6.5mm x 20mm cancellous bone screw, was damaged or unsterile.

Manufacturer narrative:
An event regarding a concern visually with the packaging seal of a cancellous bone screw was reported. The event was confirmed. Method & results: -device evaluation and results: the inner tyvek seal appeared translucent and was confirmed to be visually nonconforming. Dye testing was performed and confirmed the sterile barrier to be acceptable per specifications. -medical records received and evaluation: not performed as it was reported that there was no patient involvement and no adverse consequences associated with the event. -device history review: there have been no reported discrepancies for the referenced lot. -complaint history review: there have been no similar reported events for the referenced lot. Conclusions: dye testing was performed and confirmed the sterile barrier was acceptable per specifications. The investigation concluded that the inner tyvek blister packaging did not visually conform to specification. Internal corrections have been initiated to address the noncomformance.

Event description:
It was reported that the inside of the sterile package of implant torx 6.5mm x 20mm cancellous bone screw, was damaged or unsterile.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.